Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in a patient with a pre-existing evar device. It was noted that the physician encountered difficulties to advance the aortic body delivery system to the intended landing zone; twisting the device back and forth during advancement. Upon deployment of the aortic body stent graft and introduction of fill polymer, the stent graft fill channels did not fill with polymer. The physician elected to disconnect and remove the delivery system; however, during retraction the guidewire lumen detached from the delivery system but was successfully removed from the patient. The patient was converted to aui with a fem-fem bypass, followed by the placement of three balloon expandable stents and an aortic cuff successfully excluding the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Patient returned with bilateral limb occlusion of the previously placed icast covered stents. The physician elected to re-intervene by placing bard bms grafts in both limbs, which successfully resolved the occlusion. The patient is reported as doing well post procedure. As of the date of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
A clinical assessment was not able to be completed due to lack of medical records or imaging. Based on the reported event, the most likely cause of the reported occluded limb was determined to be unknown/undetermined. Procedure, user, anatomy, and device related factors could not be confirmed without relevant medical information. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)